Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
It was reported, during an orthopedic procedure on (B)(6) 2013; the casing for 12 volts battery did not make a connection to the battery. It was also reported the procedure was not delayed as a back-up device was readily available to complete the procedure with no further problems, and there was no adverse event to patient. This report is for a small battery drive casing for 12v battery. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
This report is being retracted. This report is a duplicate of mfg report 8030965-2013-01569.